Manufacturer narrative:
Pharmacovigilance comment: the serious expected events of blindness unilateral and ischaemia were considered possibly related to the treatment. Serious criteria include the need for interventions to prevent permanent damage. The likely root cause include vascular occlusion or compression following filler injection leading to ischaemia and blindness unilateral. Potential contributory factor include injection procedure or user error. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Manufacturer narrative: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a nonconforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2021 by a physician which refers to a (B)(6) female patient. Additional information was received on the same day by an other health professional. The patient had no known medical history or allergies. The patient does not routinely use any other products or medications. The patient had previously received treatment with dysport, restylane defyne, restylane refyne and restylane lyft with lidocaine. The patient also had sculptra aesthetic treatment in the past and last treatment was in (B)(6) 2020. On an unknown date, the patient had received unspecified covid-19 vaccine. The patient had not experienced any illness in the month prior to treatment. Hcp did not know if patient had any other vaccines or dental procedures in the past 6-12 months. On (B)(6) 2021, the patient received treatment with 10 ml sculptra aesthetic, 1 ml to each temple/temporal fossa, 2.5 ml to each lateral cheek, 1 ml to each nasal area and 0.5 ml to each mental area (unknown lot number, injection technique and needle type) as a maintenance treatment. 5 minutes after treatment, on (B)(6) 2021, the patient experienced blindness to left eye/vision loss(blindness unilateral). The hcp referred patient to a retinal specialist for treatment and the patient's eye was assessed to have no blood flow(ischaemia). Treatment for the adverse event were not reported. Outcome at the time of the report: blindness to left eye/vision loss was not recovered/not resolved. Eye was assessed to have no blood flow was not recovered/not resolved.